Event description:
The surgeon's office reported that the patient's mother reported that the patient was having bad seizures lately and needed to get her vns replaced. The patient's mother also indicated prolonged and more frequent seizures. The patient¿s generator couldn¿t be interrogated in office and the patient was referred for replacement due to suspected battery depletion. Because of the failure to program at the time, the physician believed the seizures was due to after the patient was sedated for generator replacement, it was determined that the generator could be interrogated and was functioning normally. It was believed that the reason for failure to program was due to the patient moving around a lot while awake the patient's generator was replaced prophylactically. Product return is not expected historical hospital policy. No further relevant information has been received to date.